Event description:
The implanted valve could not be reprogrammed. The device was explanted and the dr found its internal mechanism had dislodged. Note: the affiliate was notified of this complaint in 2004 but it was not reported to codman until 01/2005.